Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height cubie drawer 6 had multiple pocket failures and shown up an error as duplicate address detected. A field service engineer verified issue with drawer 6 in the main unit, where multiple cubies showed failures with duplicate addresses, attempted recovery, but the issue persisted, removed the drawer from the unit, reseated the row board cable and retractor band cable, inspected all other connections, and reinstalled the drawer, rebooted the unit. The customer logged back in after the reboot, and pocket recovery was performed. Three pockets popped out in row e and were returned to pharmacy, after which the duplicate cubie pocket error cleared. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main full height cubie drawer 6 had multiple pocket failure and shown up an error as duplicate address detected. After checking the error on remote support services, it indicated that device not detected on bus. The customer also reported that all of the e rows in the drawer were missing. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.